Manufacturer narrative:
The complaint was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The motor assembly including the sockets were affected by corrosion.

Event description:
It was reported that during testing at the user facility the safety of the device was not working. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported. It was also reported that during testing conducted at the manufacturer facility the device ran while in safe mode. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during testing at the user facility the safety of the device was not working. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported. It was also reported that during testing conducted at the manufacturer facility the device ran while in safe mode. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.